Event description:
It is reported that the palacos bone cement on the sterile back table was in an unsterile package. The procedure was delayed for an unk amount of time until sterile instruments and new set up were complete.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This bone cement is mfg at (B)(4) and distributed through (B)(6). Eval summary: with the available info, an exact cause cannot be determined. Eval: review of the device history records was not possible as the lot number required for retrieval is unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.